Event description:
It was reported that during a patient's replacement the new generator was initially unable to be interrogated. After troubleshooting the generator was interrogated and seen at end of service. The surgeon reported that a plasma blade was used during the procedure, but that it was not utilized after the generator was introduced to the surgical field. A back up generator was used to complete the replacement and the suspect product was retained by the hospital. No other relevant information is available to date.